Manufacturer narrative:
(B)(4).the insulin pump passed the displacement test, rewind, basic occlusion and prime tests. Device received stuck in motor error loop during bolus/basal delivery. No motion sensor test failure alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus delivery. Customer stated that he has an MRI the day before and the insulin pump was in the room. Customer does use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 379 mg/dl. Nothing further reported.